Event description:
It was reported that the bur guard melted during an oral procedure and the pt sustained a 3rd degree burn. The burn was treated with antibiotic ointment. No further treatment was required.

Manufacturer narrative:
The handpiece and bur guard were received at the manufacturer for testing and the alleged condition of the bur guard melting onto the hand piece was confirmed. The hand piece conformed to specifications. The bur guard can melt if it is pushed up onto the hand piece. When this happens the nose cone comes into contact with the bur guard and the friction can melt the bur guard. The warning which is sent with every bur guard as well as the instructions for use states the proper installation for the bur guard.